Event description:
Pt reports she has been experiencing pain since she was implanted in 2005. She has had complications including seromas, nausea, fluid build-up (3 times had it removed).

Manufacturer narrative:
Product is still implanted in the pt. There is no way for us to determine what, if any, part, the product may have played in causing or contributing to the pt's problems.